Event description:
Complications: while withdrawing pressure wire from rca, the wire fractured leaving a fragment in the rca. Angiography confirmed no significant spasm, with tip free in rca. This was able to be snared and removed. Manufacturer response for wire, guide, catheter, omniwire pressure guide wire (per site reporter). Company rep came and picked up device on [redacted date]. Image guided therapy devices. Philips, [redacted address]. Cell [redacted number]. Customer service [redacted number].